Event description:
It was reported that the sys 9800 displayed an iris too large error. The sys had to be reinitialized to continue.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The collimator was calibrated and the sys was tested and found to be working as intended and placed back into service.